Event description:
It was reported that the bd maxplus¿ pressure rated extension set was difficult to attach to the hub of the catheter, causing blood to leak out from the connection site. The following information was provided by the initial reporter: "the extension set does not easily screw onto the hub of the IV catheter. It took me three tries to get it to seat properly on the hub and with these IV catheters, once you insert the extension set into the hub, it moves the special valve forward that prevents blood from coming out of the hub and if you have to remove the extension set to try and attach it again, it can become quite messy with the blood coming out. With the extension set not properly screwed on to the catheter, it obviously can cause the IV¿s to leak around the hub and staff have been reporting an increase in frequency of this occurring."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: two samples were received for quality investigation. The customer complaint of connection issue could not be verified. The microbore sets were first visually examined for any damages to the assembly. No damages were visibly observed. The sets were then connected to a sample infusion set at its proximal end and an additional extension set at its distal end. The assembly was primed and examined for leaks. No leakage was observed. The assembly was then installed into an alaris pump and a simulated infusion was conducted. No leakage, air-in-line or occlusion issues were identified in the samples received. A device history record review for model mp5313-c lot number 21085459 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause for the failure could not be determined because the issue could not be reproduced in the samples submitted.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set was difficult to attach to the hub of the catheter, causing blood to leak out from the connection site. The following information was provided by the initial reporter: "the extension set does not easily screw onto the hub of the IV catheter. It took me three tries to get it to seat properly on the hub and with these IV catheters, once you insert the extension set into the hub, it moves the special valve forward that prevents blood from coming out of the hub and if you have to remove the extension set to try and attach it again, it can become quite messy with the blood coming out. With the extension set not properly screwed on to the catheter, it obviously can cause the IV¿s to leak around the hub and staff have been reporting an increase in frequency of this occurring."